Manufacturer narrative:
B5: event description: additional information. D10: device available for evaluation: additional information. G4. Date MFR rec: additional information. H2: type of follow up. Device evaluation: h3: device evaluated by manufacturer: additional information. H6: codes. Updated the device was returned for evaluation and the clinical observation was confirmed. As received the axium prime coil, implant coil was found still attached to the pushwire with damages and stretching along the length of the implant coil with the polypropylene filament broken. The instant detacher was not returned for analysis as it was discarded. Additionally, the actuator interface, positive load indicator, break indicator and coupler tube was not returned for analysis. The pushwire was broken distal to the break indicator with the release wire broken. This is indicative that a potential manual detachment attempt was performed at this location. Bends were found along the length of the pushwire at several locations from the proximal end of the pushwire. The coin was found to be present and pushed up against the lumen stop; with the shield coil present and intact. During evaluation, a manual method was attempted to detach the implant coil was performed by breaking the pushwire and withdrawing the release wire and implant coil was detached successfully without any issue. Based on the returned device analysis and reported information, it is possible the non-detach failure was caused by the release wire breaking during detach attempt, leading to the coin not being pulled back and the detach element not releasing. As there was no reported damage to the pushwire and implant coil during hydration or use, it is likely the bends/damage/stretching occurred during withdrawing the device from the microcatheter or from return shipping to medtronic for analysis. Since the actuator interface, positive load indicator, break indicator, coupler tube and instant detacher were not returned; any contribution of the actuator interface, positive load indicator, break indicator, coupler tube and instant detacher to the non-detachment could not be determined. Per the axium prime detachable coil and axium prime i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the axium prime coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The instant detacher was used many times to attempt coil detachment and one manual detachment attempt was made, but it was failed. No patient injury occurred. This event occurred during the treatment of a left internal carotid-posterior communicating artery (ic-pc), unruptured aneurysm, tha t was amorphous in shape. The max diameter was 8mm with a neck diameter of 5mm. The vessel anatomy was reported to be normal into tortuosity.